Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via intrathecal infusion pump for non-malignant pain. It was reported that the patient had pump overdose and the hcp had to give them narcan. It was reported they needed the pump turned off urgently or they would have to give the patient more narcan. The option of placing a magnet over the pump to turn it off until it could be reprogrammed was reviewed.